Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The sample initially resulted as 5.0 mg/dl and this value was reported outside of the laboratory. The result was questioned by the doctor and he requested for the sample to be repeated. The sample was repeated, resulting as 9.3 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ca reagent lot number was 16787301, with an expiration date of 10/31/2017. The field service engineer determined that the water level of the water blank dispensed into the reaction cell was too high. He adjusted the water blank level and performed a cell blank measurement. The customer ran controls. All performance verifications passed successfully.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided for investigation. The customer has had issues with contaminated sample probes six times since installation of the analyzer in (B)(6) 2016. The sample probe was found to have gel on it twice in december. The issue may have been caused by insufficient sample aspiration due to a contaminated sample probe, or diluted reaction mixture as found by the field service engineer. Probe contamination may occur due to insufficient pre-analytic sample handling. Control recovery was within specification and washes were found to be defined as recommended.